Event description:
Consumer reported needle clog during priming, she stated that there is an inconsistency with the flow of insulin when she primes with one unit. Consumer also stated that there is an even flow when she primes with 2 or 3 units but with 1 unit, the flow is inconsistent. Sometimes she only sees droplets and other times there is a flow. I advised consumer that the recommended amount for priming is 2 units. Consumer stated that she is type 1 diabetic and if she takes more than 1 unit her glucose level may drop too low. She said she does not believe that she is getting her full dose when she sees the droplets instead of an even flow during priming I advised consumer to speak with her doctor. Lot #: 0253601, catalog #: 320550, date of event: unknown, samples: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.